Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 8884719033 voldyne 5000 volumetric exerciser for investigation. The returned breathing exerciser was visually examined and no defects or anomalies were observed. A functional inspection was performed on the returned breathing exerciser to simulate use. The exerciser was connected to a vacuum flowmeter to test for movement of the piston inside the device. Upon functional inspection, it was found that the piston was able to freely move up and down the device. No leaks were observed with the device. The mouthpiece and tube were also inspected for any holes that would cause a leak. No defects were observed. A device history record review was performed and no relevant findings were identified. The reported complaint was not confirmed based upon the sample received. The returned volumetric exerciser was able to pass a functional inspection when connected to a vacuumed air. The piston was able to move freely within the device and no leaks were observed. A device history record review was performed on the device with no evidence of a manufacturing related issue found. There were no functional issues found with the returned sample.

Event description:
Customer complaint reported as: air leak during the aspiration. The incident happened during a respiratory physio session. The incident happened with 2 devices in a row, with the same patient during the same session. No consequence for the patient, no medical intervention necessary.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Product number is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production, the samples were functionally inspected, and during the test the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: air leak during the aspiration. The incident happened during a respiratory physio session. The incident happened with 2 devices in a row, with the same patient during the same session. No consequence for the patient, no medical intervention necessary.